Event description:
It was reported that the unit has a 1203 error code and alarms "rebreathing risk" with or without a lung. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. Per the diagnostics performed by the engineer, it was determined that the customer has not yet performed any troubleshooting. The remote support engineer (rse) advised the customer to perform a pvt and advised that the unit may have a faulty flow sensor assembly. After performing the pvt, the customer reported that when making any adjustments, the unit would always read 250slpm (unless set to 0). The customer wanted to confirm the flow sensor assembly from previous call would correct issue. The rse advised the customer that replacing the flow sensor assembly would most likely resolve the issue. The rse also mentioned that the customer could attempt to try a replacing the da board.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response.